Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl. The cause was not known; however, did not believe it was not pump related. A bolus via the pump was delivered to address bg. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an intravenous insulin drip. The customer was discharged the next day. Bg/dka was resolved.